Event description:
Customer reported the collimator iris is stuck. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and determined a collimator iris calibration was needed, but did not report on the results of the calibration or system status.